Event description:
Customer reported her sensor glucose and blood glucose had several differences. The insulin pump alarmed to change out sensor when it was only five day and nine hours old. Customer stated the insulin pump alarmed calibration error and change sensor. Customer declined to troubleshoot. Customer also stated the sensor cannula was curved. No further information reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.